Event description:
Reason for revision: tibial pain. Scratching seen on polyethylene liner on revision.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: root cause: undeterminable. No evidence of embedded alumina particles was found. Wear patterns appear typical for the age of the implant. A single large scratch was present on pe insert but the cause of this cannot be concluded without the corresponding femoral component. The patient presented with tibial pain. It was not possible to confirm the source of the pain. It is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. It is unlikely there is a manufacturing fault. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.